Event description:
It was reported that during a follow up in clinic, interrogation was slow on the device using inductive telemetry and using radio frequency (rf) telemetry. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition.